Event description:
On (B)(6) 2012, a ziv6-35-125-6.0-120-ptx/c778568 x 1 (proximal side) and a ziv6-35-125-6.0-120-ptx/c778686 x 1 (distal side) were placed in the left distal sfa with an overlap, approached from the right groin. On (B)(6) 2014, the ziv6-35-125-6.0-120-ptx device of lot # c778568 (proximal side) was occluded. Then, pta was performed (reference MDR report # 3001845648-2014-00229 for details of this event). On (B)(6) 2014, ziv6-35-125-6.0-0120-ptx/c778568 (proximal side) was occluded again. Another zilver ptx (rpn/lot unk) was additionally placed. Occlusion is not regarded as stent thrombosis but reocclusion with blood clots due to developed restenosis caused by intimal hypertrophy. The pt had a favourable outcome and no further adverse effects to the patient have been reported as occurring as a result of this specific event.

Manufacturer narrative:
PMA/510(k)#: p100022 and s001. (B)(4). Incident meets the reporting criteria of an FDA MDR report based on the surgical intervention carried out as a result of the occurrence of restenosis while a zilver ptx stent was indwelling. The zilver ptx device in question was implanted in the pt and was therefore not available for evaluation. From the info provided a document based investigation was carried out. The following additional comment was provided by the physician in relation to this complaint: "I judged that the event was not stent thrombosis but reocclusion since intimal hypertrophy was confirmed zilver ptx was additionally placed when the event reoccurred, so I expected good prognosis." It may be noted that restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to the restenosis process. It is very unlikely that restenosis could have occurred due to zilver ptx malfunction, however, a definitive root cause of this stent restenosis cannot be determined. As there are no images available to support the complaint investigation, the complaint is confirmed based on customer testimony. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies related to this complaint issue. As per instruction for use, restenosis of the stented artery is noted as a potential adverse event associated with the placement of this device. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.